Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. The insulin pump passed displacement test and basic occlusion test. Scratched display window noted.

Event description:
It was reported that the customer had to go to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was above 380 mg/dl. Caller stated that the customer had excessive thirst, urination, abdominal pain prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.